Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 428 mg/dl. Customer declined to troubleshoot for high blood glucose since he knew why his blood glucose was high. Customer also stated that they received cannot find sensor signal alert as well as sensor was failed. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.